Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a gradual rise in shock impedance high out of range at 125 ohms. Technical services (ts) discussed normal impedance specifications and recommended troubleshooting options. No adverse patient effects were reported. The device remains in service.